Event description:
It was observed that during the device evaluation, the subject device exhibited a dirty circuit board in the scope connector, a dirty shield cover, dirty outside shield unit, dirty scope connector cover unit, and the jet tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dirty circuit board unit in scope-connector, dirty shield cover, and dirty outside shield unit can be traced due to water leakage. The root cause of the foreign objects in the jet tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.